Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/6/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: black box and alarm history show several consecutive ¿cs012/cs054/cs052¿ alarms on (B)(6) 2016 .returned battery cap is able to fit to maintain electrical connection. ¿ez-prime¿ steps were performed correctly with no ¿cs052¿ or any errors, alarms or warnings occurring during the investigation, the product performs within specification. Investigation did not duplicate the complaint. The pump¿s cover was removed. No intermittent condition was found to the internal components of the pump.